Manufacturer narrative:
This report is filed on october 10, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed infection at abutment site (date not reported), however the issue could not be resolved; subsequently the patient was administered oral antibiotics for 10 days and topical antibiotics (duration unknown). The implanted device remains.